Manufacturer narrative:
The device is not available to return to the manufacturer for evaluation. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner's office reported a patient visited a hospital for keratitis and provided a letter they received from the patient's attorney. The letter from the law firm contained information on the patient's event. The patient wore new lenses and on the second day she noticed a slight blurring in her left eye. The next day she visited an ophthalmologist as she had an increase in irritation and vision loss. The patient was diagnosed with ulcerative keratitis in the right eye and corneal detachment/uncovering in the left eye with consequent friction of the epithelial surface. The ophthalmologist prescribed an unknown treatment. On the following day, the patient wanted a second opinion and visited a different ophthalmologist. That ophthalmologist confirmed the diagnosis and started the patient on a different treatment. Since the patient was also experiencing symptoms in her other eye, the ophthalmologist consulted with another specialist at a hospital. The specialist also confirmed the diagnosis. At the time the letter was written, the law firm indicated the patient is still under treatment and is continuing to follow-up with the specialist. Additional information is being requested to confirm the event with the treating doctors.